Manufacturer narrative:
Device was not returned for evaluation. Follow up filed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was putting in 8.0x45mm screw bilateral at pedicle of l4. While inserting the screw, the tip of the expedium screwdriver broke off into hex of pedicle screw. This was stage 1 of 2 for surgery.